Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer through a series of steps to address the occlusion issue, including disconnecting tubing and delivering boluses. The customer was advised to replace necessary supplies and resume insulin therapy.